Event description:
Surgeon placed the first screw, went to place the second and as the locking mechanism slid over, it was bent.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. A review of the device history records found that the implant was properly manufactured and released according to design specifications. No irregularities have been identified. Visual inspection revealed one of the locking slides has been substantially bent outward, away from the plate on one side. The dove tail is peeled back slightly from the face of the plate. It appears that one of the screws initially inserted was not fully seated beneath the plates locking slide. As all the other screws were tightened, the plate was pulled towards the patients bone and the initial screw that remained proud applied force to the locking slide results in the deformity.